Event description:
It was reported that during an angioplasty procedure, a wire separation occurred. The area of treatment was the popliteal artery. There was some difficulty loading the 2.0 x 1.5mm spcb flextome otw catheter onto another manufacturer's guide wire, however, the device was reflushed and was then loaded on the wire successfully. Once the spcb flextome otw catheter was inside of the patient, the wire appeared to be separated from the catheter. The device was then removed from the patient, and no damage was noted. However, fluid was noted to be coming out proximal to the balloon. Another size device (2.25) was then used to complete the procedure. No patient complications were reported, and patient status was reported as 'fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is nay further relevant information from that review, a supplemental medwatch will be filed.